Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that far field r-wave (ffrw) sensing is seen during device interrogation and that ffrw only happened when patient's intrinsic rate is up. The device is programmed to partial +. No patient complications have been reported as a result of this event.